Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is fully intact. The ok, up, down and contrast keys are intermittently responding to user presses. Removed the keypad cover; contamination was found under the up, down, ok and contrast key contacts. . The display screen has a pinkish contrast. The audio bolus button cover was observed to be torn. The audio bolus button is fully responsive to user presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.